Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a scratched screen and that they had difficulty reading the screen due to the scratches. The customer's blood glucose was unknown. The customer was advised that their insulin pump would be replaced. The customer did not return the product for analysis.